Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the defibrillator would not communicate due to a depleted battery. Extensive testing was performed and normal device function was noted. The battery was tested and non-shorting lithium clusters were observed. The cause of the battery depletion could not be determined. The devices high voltage output circuitry was tested and damage to the high voltage output transistors was noted. The cause of the damage could not be determined.

Event description:
This report is to advise of an event observed during analysis.